Event description:
It was reported that (1) atg45 was used during a thoracotomy procedure. It was reported by the rep that the stapler (atg45) did not have adequate staple formation during the procedure. The pt ended up having a mini thoracotomy to finish the procedure and complete the case. The stapler went through multiple firings and the surgeon mentioned that the staple line was not holding on the lung. The rep reported that the surgeon further mentioned that the pt's lung was very unhealthy, which may have contributed to the staple formation. There was extended or time by one hour, convert to open and blood transfused.